Event description:
Endo stitch became dislodged in abdominal wall during placement of stitch through the rectus fascia and was dislodged into the fascial layer and was unable to be retrieved.health professional's impression: retained object.